Event description:
The lay user/pt contacted lifescan in 2007 and alleged that her one touch ultra mini meter was giving inaccurate control high readings. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue first occurred on the day before at 8:30 am. She also mentioned experiencing symptoms of being hungry and shaky after the reported issue began. The pt reportedly took no diabetes treatment actions following the results and did not receive/require any medical treatment or intervention. The pt provided results of 135 mg/dl and 136 mg/dl performed with the control solution and they failed high outside the range of 97-129 mg/dl. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were within the expiration/discard dates. The pt was walked through the control solution test and it passed within range. Although treatment is not to be based on control solution results, and there is no allegation of inaccuracy of the blood glucose results; however, this complaint is being reported because the pt stated that she allegedly developed symptoms after the reported issue began. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.